Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 442 mg/dl while wearing the pod, the patient reports taking corrections and they had applied a new pod. The patient reports per their doctors advice they removed the pod and administered a manual injection of insulin. Upon arrival at the hospital the patient was treated with intravenous fluids as well as insulin. The patient applied a new pod prior to discharge from the hospital. The customer discharged from the hospital emergency room after 9 hours.